Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii, halo, was used during a transobturator insertion procedure performed on an unknown date. The procedure was completed with this device. There were no complications reported immediately at the conclusion of the procedure. According to the complainant, the patient developed mesh erosion post implantation. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.